Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose and had to go to the hospital. During high blood glucose troubleshooting, the customer said that her blood glucose was 523 mg/dl at the time of the event and her most recent was 178 mg/dl. She said that her ears were ringing, stomach felt like it was going to explode, urination, nauseated, abdominal pain and had difficulty breathing. The customer said that she was not using the pump currently and did not treat with the syringes given to her. She had several high blood glucose values: 523 mg/dl, 307 mg/dl, 431 mg/dl, 298 mg/dl and 343 mg/dl. The customer went to the emergency room on (B)(6) 2017 because of high blood glucose of over 990 mg/dl. She states that the reason for the hospitalization was because the cannula was not inserted into her body. She changed the set but the tubing filled with blood but the site did not bleed after she removed the infusion set. She was put on IV fluid drip/ IV fluid insulin drip. The customer was wearing the pump at the time at the time of the hospitalization but it was less than 48 hours. She declined to check for any site/insulin issues, to check her settings and declined to perform the hp test. The customer was advised to change the entire set, reservoir and insulin and treat per her doctor¿s instructions. The insulin pump will be returning for analysis.